Manufacturer narrative:
Due to character restrictions: initial reporter: (B)(6). Updated fields: b4, b5, b6, b7, d9, e1(initial reporter, event site email), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the tidal disk volume was deteriorated, near the end of its life due to replacement cycle. A purchase order is pending and no repairs have been made. The device passed the performance and safety checks according to factory specifications. 3 gfe attempts have been performed to obtain additional information. No response has been provided. The investigation will be reopened if new information is given.

Event description:
It was reported by the getinge field service engineer that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) had a deteriorated tidal volume disk. There was no patient involvement.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) tidal volume disk is deteriorated. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.